Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a device interrogation attempt could not be performed on (B)(6) 2021 with the subject programming head.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a device interrogation attempt could not be performed on (B)(6) 2021 with the subject programming head.